Event description:
The distributor reported contamination was identified in the barrel of the syringe within the kit during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found four similar device complaints for this lot number. The device was examined visually, particulate larger than the acceptance criteria was found. The complaint is confirmed for this device. The root cause is attributed to the manufacturing process.